Event description:
The patient's vendor reported that the patient experienced elevated blood glucose of over 500 mg/dl due to leaky infusion sets. The patient changed the infusion set and bolused to lower blood glucose levels to 385 mg/dl. The patient's normal blood glucose level is 100 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.